Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
Pulled the string to remove the tampon, only the string came out [device breakage] tampon remained within and I could not remove it; removal involved a late night trip to the local emergency room [foreign body in reproductive tract]. Case narrative: on 06-aug-2024, a spontaneous report was received from a consumer regarding a 35-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history included use of playtex tampons without issue. Concomitant products were not reported. On an unreported date (reported as for the last several years, relative to 06-aug-2024), the consumer started use of playtex sport plastic, unscented. On an unspecified date in 2024 (reported as late last week, relative to 06-aug-2024), after inserting the product, when the consumer pulled the string to remove the tampon, only the string came out. The tampon remained within and she could not remove it. Subsequently, the removal involved a late-night trip to the local emergency room, as she did not want to wait until the following day to see her doctor. She was worried about tss (toxic shock syndrome) and the event happening again. As of 06-aug-2024, the status of product use was not reported. No additional information was provided.